Event description:
It was reported that the implantable cardioverter defibrillator exhibited inappropriate shock due to incorrect interpretation of signal and sensing issues on the discrimination channel. Further information was requested; however, no information was provided.